Manufacturer narrative:
Product ID 3889-28, lot# v948368, serial# implanted: (B)(6) 2012, explanted: product type lead. Product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, (B)(4).

Event description:
It was reported that the patient had developed arrhythmia, an infection, fever, dementia and alzheimer's. The physician also stated that the patient fell. It was noted that the patient was admitted to the hospital. The physician stated that he would continue with treatment of the patient. Additional information received reported the patient was last seen on (B)(6) 2012, but she had no signs on an infection. The physician stated that "the illness in (B)(6) 2012 was unrelated." It was noted that the patient did not have meningitis. It was noted that the patient had a risk of urinary tract infections (uti) before implantation of the device.